Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a multiple call service alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history revealed multiple call service motor alarms on the reported event date of (B)(4) 2013. The pump was powered on and displayed the ¿verify¿ screen. The pump emitted a call service alarm upon the first ¿load¿ attempt. The pump¿s cover was removed and the motor assembly was found to be disassembled and contamination was found on the lead screw. Unrelated to the complaint, the display screen was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.